Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. A review of the product did not find any unusual trend for the reported complaint category. Root cause: could not duplicate with retains. Source: email.

Event description:
Reported 1 false positive result for one patient (analyte not provided), unknown if patient was symptomatic. Unknown if the result was confirmed. Confirmation method(s) not provided. Multiple attempts were made to contact the customer for more information. The customer was unable to provide further details and clarification.